Event description:
Complainant alleged that during a routine shift check by a clinician, the display was starting to fade and customer was unable to read the characters. Complainant indicated that there was no pt involvement in the reported malfunction.